Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during testing. Further investigation revealed a damaged motor, rotor drive shaft and other component parts. Rotor rub, damaged spindle housing and motor were identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. No adverse event was reported; another device was used to complete the procedure without any procedure delays.